Event description:
It was reported that death occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 19.9 mm. Prior to the index procedure, aspirin was not administered and after the implant the patient was started on aspirin. One day post procedure, the patient was discharged. On (B)(6) 2020, 26 days post procedure, the patient was found at home in the bathroom face down and unresponsive. The patient was brought to the emergency room and was unresponsive, respiration was absent, no pulse or heart rate and cardiac rhythm was asystole. The patient's face was purple and skin was cyanotic. Cardiopulmonary resuscitation (CPR) was started for full arrest, defibrillation twice, intubated, given IV of normal saline and epinephrine. However, the patient could not be revived. That same day, the patient died due to cardiac arrest. It was noted that on (B)(6) 2020, the patient had three episodes of syncope while at work. Per the death certificate, the primary cause of the death was noted as myocardial infarction with contributing factors of coronary artery disease and hypertension.